Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage of 2.64v (middle of life 2) with normal pacing energy and no delivered shocks. The device was implanted 11 months.